Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this lead, the tip became entangled in the heart tissue and could not be removed. Measurements were not good and the lead was surgically abandoned. A new lead was successfully placed. This lead was never in service. No additional adverse patient effects were reported.